Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that one day post operation, the patient with this left ventricular (lv) lead experienced a pinching feeling around the pocket and up her neck. In attempts to reproduce the symptoms, the field representative performed troubleshooting including reprogramming. No symptoms could be reproduced. In reprogramming tip to ring, the lv pace impedance measured 2,100 ohms. Technical services discussed the patient symptoms were likely not related as it did not sound like diaphragmatic stimulation. Ts noted the lv pace impedance measurement remained within the system guide for this lv lead. The lead remains in service. No adverse patient effects were reported.